Event description:
It was reported that the patient had surgical intervention on (B)(6) 2019, during which the lead was explanted and replaced. The lead had a high impedance not allowing the ipg into MRI mode. Surgical intervention resolved the patient's issue.